Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples. One patient was tested for thyrotropin (tsh) and one patient was tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous results were not reported outside of the laboratory. Patient 1 initial tsh result was 0.041 uiu/ml. The repeat result was 0.742 uiu/ml. Patient 2 initial troponin t hs stat result was 20.90 pg/ml. The sample was repeated 5 times with results of 4.38 pg/ml, 5.26 pg/ml, 3.36 pg/ml, 8.48 pg/ml, and 8.43 pg/ml. No adverse event occurred. The tsh reagent lot number was 184851 with an expiration date of 11/29/2015. The troponin t hs stat reagent lot number was 182603 with an expiration date of 04/29/2016. It was noted that liquid flow cleaning is performed weekly. Calibration and quality controls were acceptable. The field service representative cleaned the reagent probe and sipper nozzle, checked the bead mixer & washed the measuring cell.

Manufacturer narrative:
A specific root cause could not be identified.